Manufacturer narrative:
(B)(4). Date sent: 3/6/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: how much blood was lost (ml)? That¿s not accounted for was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? There were malformed staples how was the bleeding controlled? Bleeding was controlled by applying either ligation clips or hemostats wherever necessary. Did the patient require a transfusion? Yes, one unit was transfused was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown patient care this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the surgeon used a cartilage and found there's bleeding on sleeve bed which is unusual than any other day. The surgery was delayed by 60 minutes and completed successfully. Surgeon had to intervene multiple time to achieve the hemostasis.

Manufacturer narrative:
(B)(4) date sent: 3/27/2024 d4: batch # 218a41 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60d reload (d) was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload was received fully fired.  Device history review a manufacturing record evaluation was performed for the finished device batch number 218a41, and no non-conformances were identified.